Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for parkinsons dual movement disorders. It was reported that there was poor coupling and difficulty recharging the ins. It was reported that 8 coupling boxes could be obtained but keeping the 8 coupling boxes was tougher. It was reported that 2 bars could be gotten without moving the ins recharger. Adhesive disc was requested and a replacement ins recharger antenna was requested. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the recharging antenna resolved the poor coupling and recharging issues. The patient reported that their weight at the time of the poor coupling issue was (B)(6) lbs.